Event description:
Reporter called to report an incidental that she received from the iwk (comparible to our medwatch). Incident: incident in the nicu, the driver suddenly stopped on a patient. All the lights were off except the "low battery light". They tried to restart the driver, but it wouldn't restart. There was a "burning plastic smell" noted. Settings: map13, amp 22, 15hz, 20ipm, 33%it, and 68% fio2. The patient was taken off the 3100a, and handbagged until another 3100a, was available. They placed the patient on their other 3100a, so there was no patient compromise. This vent is a new vent and the hospital sent the vent to summit for repair. Reporter reports that bill investigated and found that c2 on the driver controller board was burnt. He was able to start the driver there at his facility.

Manufacturer narrative:
The viasys failure analysis lab evaluated the driver controller board and verified that the root cause of the reported event was that the capacitor c2 (filtering capacitor) was blown open. The customer (distributor) was shipped a replacement driver controller board on replacement sales to repair the unit and return it to service. No component and symptom trend has been identified, and this event is considered to be an isolated incident. There are no corrective and/or preventative measures at present.